Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2011-01538 for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices were used during an esophagogastroduodenoscopy (egd) performed in the duodenum on (B)(6), 2011. According to the complainant, during the procedure, in both instances, when an attempt to place the clips was made, only one side of the clip would close on the tissue therefore, when the clips were deployed, they fell into the patient in an open state. The clips were retrieved. The case was completed with a third resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.